Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis of the controller revealed that the unit passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power ports 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Review of the event log file revealed that the date was manually set to 25/jan/2019 at 10:17:35. However, analysis of the available log files did not reveal evidence of a real time clock error. As a result, the reported real time clock error event could not be confirmed. Review of the controller log files submitted by the site revealed that the data log file only covered a period of 18 hours, 2 minutes, and 14 seconds. As a result, the reported data transfer event was confirmed. However, the controller log files were able to properly download during bench testing with the downloaded data log file covering a period of one month, as expected. A possible root cause of the reported data transfer event may be attributed, but not limited to, a marginal connection between the controller and the data cable and/or a data cable failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a real time clock error. Log files were downloaded and the time on the controller was changed. Afterwards, analysis showed an incomplete transfer of data and the files were downloaded again. The analysis showed only seventeen hours of data. The controller was scheduled to be exchanged. No patient complications have been reported as a result of this event.